Manufacturer narrative:
An event regarding infection involving an unknown insert was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: unknown gmrs small distal femur; cat# and lot# unknown unknown gmrs small bushing 1 of 2; cat# and lot# unknown unknown gmrs small bushing 2 of 2; cat# and lot# unknown unknown tibial rotating component; cat# and lot# unknown unknown mrh tibial sleeve; cat# and lot# unknown gmrs small axle; cat# 64952115; lot# unknown mrhk bumper insert 3 degrees; cat# 64812133; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient is status post revision right dfr d/t infection. No additional details provided by the facility." Spoke to rep. Rep confirmed no further information will be released by the hospital or surgeon.